Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00225. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 10 months. The pump remains in use supporting the patient; however, the modular cable was received for investigation. Manufacturer's investigation conclusion: the report of suspected damage to the modular cable can be confirmed. Examination of the returned modular cable revealed no discoloration of the polyurethane jacket. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The polyurethane sleeve, kevlar shielding, and bionate were removed to examine the 6 underlying wires. Visual examination of the wires revealed several kinks, located at 3.5¿, 8¿, 9¿ and 11.5¿ from the controller connector, respectively. Further examination of the wires under a microscope revealed a breach in the insulation of the brown wire, in the area of the kink at 8¿ from the controller connector. A specific cause for the breach in the brown wire cannot be conclusively determined. The heartmate iii lvas IFU explains how to replace the modular cable. Section 5-32 notes that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6-6 of this document cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 7-37 of this IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow and low speed advisory alarms occurred. Review of the system controller's log file showed some momentary pump stoppages that appeared to be related to electrostatic discharge (esd) events. The patient reported that he was getting dressed and had socks on a carpeted area of the house, though the patient did not feel any electrostatic charge. The lvad clinicians reviewed the driveline x-rays and noted a few areas of concern. The lvad clinicians decided to exchange the modular cable. The exchange was completed at the bedside without complication. No further information was provided.